Event description:
The staff had an accessory, that was not manufactured by berchtold, assembly to an operon b810 table. The clamps slid along the table's medical rails while the table section remained locked in laced. As a result of the movement of the accessory, the pt had a superficial cut along her leg. The complaint said that she believes that the accessory came loose bacuse it had been properly assembled to the table by the staff.